Event description:
It was reported that the technologist rotated the c-arm and it did not stop rotating resulting in her being struck on the hip. The technologist was evaluated for minor pain and numbness in the area of impact. A field engineer was dispatched to the site and determined the right rotation switch was not moving the c-arm smoothly and needed to be replaced, and the rotation switch behind the detector needed to be adjusted. Once this was completed the system was working as intended. Additional information received from the customer reported the technologist continued to experience dizziness and shoulder pain from twisting away from the c-arm movement and she will be receiving physical therapy.